Event description:
It was reported the device was used during a diagnostic laparoscopy with lysis of adhesions and a laparoscopically assisted vaginal hysterectomy. It was reported the distal tip of the trocar cannula shattered. Some pieces were retrieved. It is unk whether all were retrieved. It is unk when during the case this occurred or if another trocar had to be used. There was no reported consequence to the pt. The rep stated the hospital will not release the device to him.